Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the door switch on the imaging system was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the gantry door of the imaging system appeared to be closed but the pendant stated that the door was open. There was no patient present when this issue was identified. No additional information was provided.